Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with blank display due to cracked battery tube threads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose and the test battery cap not making contact with the battery tube. The battery tube assembly was pushed back into the right position, monitored and blank display noted. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor and battery tube. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails), faded serial number label and cracked battery tube threads. In summary, the customer alleged a cracked keypad overlay confirmed. Blank display was confirmed during analysis due to cracked case behind the pump at the battery compartment causing the battery tube to become loose. Expose to moisture noted. For additional information regarding the tests performed refer to (B)(4) -appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged crack on the pump - on battery tube side - also got insert battery after the pump has been dropped. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and type of damage was crack and location of the damage was case ¿ battery tube side. Instruct customer to discontinue pump use and revert to back up plan as per health care professional instructions. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device was returned for analysis.